Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced insulin flow blocked alarm. Customer's blood glucose value was unknown. The customer reported alarm did not occur during manual prime. The customer reported event was resolved by infusion set change. The insulin pump will not be returned for analysis.